Manufacturer narrative:
(B)(4). Concomitant medical products: healon gv 0.85, lot number was not provided. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after implanting an intraocular lens (iol) in the right eye of a patient, the surgeon noted a missing haptic. In trying to remove and replace the lens within the same procedure, the incision was required to be enlarged. At implantation, the surgeon did not notice any higher resistance when pushing the lens out, that would suggest that the lens was stuck or a part of the lens was stuck. It was stated that a small incision enlargement from about 2.65 mm to about 3.5 mm was made for the folding of the iol inside the eye with the help of implantation forceps and consecutive removement. The iol was replaced with a same model and same diopter power lens, with no patient complications. The returned product package indicated that the haptic was broken or detached. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Visual investigation was performed. The pre-loaded insertion system was received in the original product box/carton. Visual inspection revealed that no lens was inside the cartridge or assembly. The lens was not returned for evaluation. The preloaded insertion system was found with a pushrod completely screwed through the cartridge. Also, insufficient residues that appear to be viscoelastic, were observed in the cartridge. No manufacturing assembly error or damaged in the preloaded assembled delivery system such as plunger/pushrod assembly defects and parts are not bent were identified. The complaint for haptic damaged cannot be confirmed since the lens was not returned for inspection. All pertinent information available to the manufacturer has been submitted. Placeholder.